Event description:
The reporter contacted animas on (B)(6) 2012 stating that all the keypad buttons were unresponsive to button presses. The reporter stated the ok button was hard to press and the button sticks when pressed. The reporter stated the keypad rubber was peeling from the bottom and believed there was internal damage to the ok button. The patient reported that the unresponsiveness occurred prior to the keypad rubber peeling. The reporter denied water exposure. The patient reportedly used a case, wore the pump in a pocket and did not clean the pump. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be peeling at the contrast button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. All of the keypad buttons were found to be responding intermittently to button presses. The keypad was removed and contamination was found under all of the button contacts and the ok button contact was found to be inverted.